Event description:
Two enterprise vrd's were used for off-label treatment of a traumatic dissection of the left v3 vertebral artery (va) accompanied with thrombosis of the intracranial left va, resulting in coverage of the arterial dissection and excellent flow. The day after the index procedure, the pt experienced neurological decline. Treatment included surgical suboccipital decompression of his posterior fossa. MRI revealed cerebellar strokes and intracranial hemorrhages. The pt developed fever and increased respiratory secretions with a tracheostomy and peg tube placed and was transferred to a long term facility 20 days post index procedure for continued medical management and care.

Manufacturer narrative:
V3 vertebral artery carotid artery. Next, in a telescoping fashion, another enterprise stent was deployed. Both stents stayed in the length of the arterial dissection and there was excellent distal cortical flow demonstrated on post stenting angiogram. There was excellent flow through the stent and normal cortical vasculature. Add'l info will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same pt, which is associated with mfg report# 1058196-2009-00222.